Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain is severe") and device dislocation ("her essure have been missing for 21 years/ essure was found on top of her bladder") in a 33-year-old female patient who had essure (ess205) inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2003, the patient had essure (ess205) inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), urinary incontinence ("at the moment she cannot control her bladder, she had to wear diapers"), impaired work ability ("she can't even function") and gastrointestinal injury ("it was also found out that she has scratch in her stomach."). The patient was treated with surgery (hysterectomy in 2013). No causality assessment was received for essure (ess205) with regard to device dislocation, urinary incontinence, impaired work ability, gastrointestinal injury or pelvic pain. The reporter commented: patient stated that she had her essure placed in 2003 and ever since then she has been having issues. Her essure have been missing for 21 years. She had hysterectomy in 2013 and only one of the implants was found and removed. It was also found out that she has scratch in her stomach. The second coil cannot be found. It was moving around, and nobody can find it. She had CT scan in (B)(6) and (B)(6) (2024) and the essure was found on top of her bladder. At the moment she cannot control her bladder, she had to wear diapers, pain is severe, and she can't even function. She cannot find anybody to take it out. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in (B)(6) 2024: essure was found on top of her bladder; in (B)(6) 2024: essure was found on top of her bladder quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain is severe") and device dislocation ("her essure have been missing for 21 years/ essure was found on top of her bladder/one of my essure device was not in my tubes and could not be located/could not find a device on the left side") in a 34 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003 she experienced sexual life impairment ("never able to have a normal sex life after I had the device"). In (B)(6) 2012 she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2012 she experienced abdominal adhesions ("adhesions to the anterior abdominal wall"). On unknown date she experienced device dislocation (seriousness criterion medically important), urinary incontinence ("at the moment she cannot control her bladder, she had to wear diapers/scratching the inside of me when I tried to urinate."), impaired work ability ("she can't even function"), gastrointestinal injury ("it was also found out that she has scratch in her stomach."), urine odour abnormal ("urine had a very bad smell") and vaginal discharge ("had a green smelly discharge "). Essure (ess205) was removed on (B)(6) 2012. The patient was treated with surgery (hysterectomy in 2012, ablation on (B)(6) 2004). No causality assessment was received for essure (ess205) with regard to device dislocation, urinary incontinence, impaired work ability, gastrointestinal injury, pelvic pain, nausea, vomiting, abdominal adhesions, urine odour abnormal, vaginal discharge or sexual life impairment. The reporter commented: patient stated that she had her essure placed in 2003 and ever since then she has been having issues. Her essure have been missing for 21 years. She had hysterectomy in 2013 and only one of the implants was found and removed. It was also found out that she has scratch in her stomach. The second coil cannot be found. It was moving around, and nobody can find it. She had CT scan in (B)(6) (2024) and the essure was found on top of her bladder. At the moment she cannot control her bladder, she had to wear diapers, pain is severe, and she can't even function. She cannot find anybody to take it out. Her body floating around they just told, she was crazy and there was no way that was possible. Batch number: unknown. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in (B)(6) 2024: essure was found on top of her bladder; in (B)(6) 2024: essure was found on top of her bladder; (date unknown): one of essure device was not in tubes and could not be located. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-aug-2024: reporter causality comment, non-drug treatment, patient details, essure implant date and stop date, reporter information and reference section updated. Onset date of event pelvic pain female added. New event added: sexual life impairment, urine odor foul, vaginal discharge nausea, abdominal adhesions and vomiting. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number:(B)(4) pain is severe [pelvic pain female] her essure have been missing for 21 years/ essure was found on top of her bladder/one of my essure device was not in my tubes and could not be located/could not find a device on the left side [device dislocation] at the moment she cannot control her bladder, she had to wear diapers/scratching the inside of me when I tried to urinate. [Bladder incontinence] she can't even function [inability to work] it was also found out that she has scratch in her stomach. [Gastrointestinal injury] nausea [nausea] vomiting [vomiting] adhesions to the anterior abdominal wall [abdominal adhesions] urine had a very bad smell [urine odour foul] had a green smelly discharge [discharge vaginal] never able to have a normal sex life after I had the device [sexual life impairment] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain is severe") and device dislocation ("her essure have been missing for 21 years/ essure was found on top of her bladder/one of my essure device was not in my tubes and could not be located/could not find a device on the left side") in a 34 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003 she experienced sexual life impairment ("never able to have a normal sex life after I had the device"). In (B)(6) 2012 she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea") and vomiting ("vomiting"). On (B)(6) 2012 she experienced abdominal adhesions ("adhesions to the anterior abdominal wall"). Essure (ess205) was removed the same day. On unknown date she experienced device dislocation (seriousness criterion medically important), urinary incontinence ("at the moment she cannot control her bladder, she had to wear diapers/scratching the inside of me when I tried to urinate."), impaired work ability ("she can't even function"), gastrointestinal injury ("it was also found out that she has scratch in her stomach."), urine odour abnormal ("urine had a very bad smell") and vaginal discharge ("had a green smelly discharge"). The patient was treated with surgery (hysterectomy in 2012, ablation on (B)(6) 2004). No causality assessment was received for essure (ess205) with regard to device dislocation, urinary incontinence, impaired work ability, gastrointestinal injury, pelvic pain, nausea, vomiting, abdominal adhesions, urine odour abnormal, vaginal discharge or sexual life impairment. The reporter commented: patient stated that she had her essure placed in 2003 and ever since then she has been having issues. Her essure have been missing for 21 years. She had hysterectomy in 2013 and only one of the implants was found and removed. It was also found out that she has scratch in her stomach. The second coil cannot be found. It was moving around, and nobody can find it. She had CT scan on (B)(6) (2024) and the essure was found on top of her bladder. At the moment she cannot control her bladder, she had to wear diapers, pain is severe, and she can't even function. She cannot find anybody to take it out. Her body floating around they just told,she was crazy and there was no way that was possible. Batch number:unknown. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in (B)(6) 2024: essure was found on top of her bladder; in (B)(6) 2024: essure was found on top of her bladder; (date unknown): one of essure device was not in tubes and could not be located quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-sep-2024: case became potential legal . New reporter (lawyer) added. Reporter forbid contact marked as yes. Further company follow-up with the consumer is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain is severe [pelvic pain female] her essure have been missing for 21 years/ essure was found on top of her bladder/one of my essure device was not in my tubes and could not be located/could not find a device on the left side [device dislocation] at the moment she cannot control her bladder, she had to wear diapers/scratching the inside of me when I tried to urinate. [Bladder incontinence] she can't even function [inability to work] it was also found out that she has scratch in her stomach. [Gastrointestinal injury] nausea [nausea] vomiting [vomiting] adhesions to the anterior abdominal wall [abdominal adhesions] urine had a very bad smell [urine odour foul] had a green smelly discharge [discharge vaginal] never able to have a normal sex life after I had the device [sexual life impairment]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain is severe") and device dislocation ("her essure have been missing for 21 years/ essure was found on top of her bladder/one of my essure device was not in my tubes and could not be located/could not find a device on the left side") in a 34 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003 she experienced sexual life impairment ("never able to have a normal sex life after I had the device"). In (B)(6) 2012 she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea") and vomiting ("vomiting"). On (B)(6)2012 she experienced abdominal adhesions ("adhesions to the anterior abdominal wall"). On unknown date she experienced device dislocation (seriousness criterion medically important), urinary incontinence ("at the moment she cannot control her bladder, she had to wear diapers/scratching the inside of me when I tried to urinate."), impaired work ability ("she can't even function"), gastrointestinal injury ("it was also found out that she has scratch in her stomach."), urine odour abnormal ("urine had a very bad smell") and vaginal discharge ("had a green smelly discharge"). Essure (ess205) was removed on (B)(6) 2012. The patient was treated with surgery (hysterectomy in 2012, ablation on (B)(6) 2004). No causality assessment was received for essure (ess205) with regard to device dislocation, urinary incontinence, impaired work ability, gastrointestinal injury, pelvic pain, nausea, vomiting, abdominal adhesions, urine odour abnormal, vaginal discharge or sexual life impairment. The reporter commented: patient stated that she had her essure placed in 2003 and ever since then she has been having issues. Her essure have been missing for 21 years. She had hysterectomy in 2013 and only one of the implants was found and removed. It was also found out that she has scratch in her stomach. The second coil cannot be found. It was moving around, and nobody can find it. She had CT scan in (B)(6) (2024) and the essure was found on top of her bladder. At the moment she cannot control her bladder, she had to wear diapers, pain is severe, and she can't even function. She cannot find anybody to take it out. Her body floating around they just told, she was crazy and there was no way that was possible. Batch number: unknown. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in (B)(6) 2024: essure was found on top of her bladder; in (B)(6) 2024: essure was found on top of her bladder; (date unknown): one of essure device was not in tubes and could not be located quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.